Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted. A review of the share logs was performed and the allegation was undetermined. Additionally, it was determined that the customer complaint confirmation was undetermined because the sensor line is missing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).